Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 300 units of insulin. At the time of the reported event, the customer disconnected the tubing from the infusion site, and delivered a bolus of 11 units, and reported that the insulin gauge displayed 106 units. The customer declined to reload the cartridge. The customer's blood glucose level was 226 mg/dl.